Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm, display issue and low blood glucose level. Customer's blood glucose value was 69 mg/dl at the time of the incident. The cuscustomer treated with juice. The customer was assisted with troubleshooting, declined for multiple pump error alarm, display issue. Customer will return device for analysis.

Manufacturer narrative:
Device display properly and no missing segment or partial display anomaly noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram crc error, watchdog timeout alarm or unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address number label and stained end cap sticker.